Manufacturer narrative:
Pump passed prime or compromised forced sensor system test and excessive no delivery test. Unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. Pump received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, broken battery tube thread, cracked case reservoir tube window corners and cracked reservoir tube window noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir lock in place. Customer also reported that insulin was squirts during priming. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.